Event description:
Clinic notes received on (B)(4) 2013 noted that the patient experienced an increase in seizures in (B)(6) 2011. It was noted that the patient had nine seizures in (B)(6) 2011, which was an increase from (B)(6) 2011 when the patient was noted to have less than 4 seizures. The clinic notes indicated that the increase in seizures continued and the patient experienced fifteen seizures in (B)(6) 2011, twelve seizures in (B)(6) 2011, ten seizures in (B)(6) 2011, 6 seizures in (B)(6), eighteen seizures in (B)(6) 2012, eleven seizures in (B)(6) 2012, eighteen seizures in (B)(6) 2012, fourteen seizures in (B)(6) 2012, and eight to nine seizures in (B)(6) 2012. On (B)(6) 2012, the patient's seizures were noted to be worse. The clinic notes indicated that the patient experienced a change in seizures in (B)(6) 2012. It was noted that although the patient's seizures were less frequent, the seizures were getting longer. It is unknown whether or not the increase in seizures if above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician indicated that no additional information would be provided as he did not believe there was anything wrong with the patient's device.